Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the system was explanted successfully due to possible infection. Patient was stable. Related manufacturer reference number: 2938836-2019-04798, related manufacturer reference number: 2938836-2019-04799.

Event description:
New information received notes that the infection was discovered because the patient came in with a high temperature and then had positive blood cultures. For infection. The source of the infection is currently unknown. The physician is unsure if the device is the source of the infection.

Manufacturer narrative:
Analysis was normal. No anomalies were found.